Manufacturer narrative:
The device was returned to mmd for investigation. A DHR review was completed and did not show the currently reported issue. When the device was returned to mmd for investigation, the pump motor had failed and was not turning the external roller, and this caused the failure to deliver. The pump was serviced to correct the issue.

Event description:
The initial reporter stated that the pump appeared to be running, but nothing was being delivered. They stated that the roller would not move at all. Mmdg did follow up with the initial reporter to obtain additional information. They stated that the complaint had occurred during testing and did not effect on a patient. No other information was provided. (B)(4).